Manufacturer narrative:
A sample was not returned for investigation. No lot number was identified with this complaint; therefore, a history review could not be conducted. Because a sample was not returned and no lot info was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A surgeon reported that a posterior capsular tear occurred once irrigation/aspiration (ia) began during surgery. The surgeon believes this caused by the I/a tip and did not believe it was related to the laser. The surgeon performed a vitrectomy and inserted a three piece intraocular lens (iol) to complete the procedure with no further harm to the patient.